Event description:
Inbound. Pumps double beeping, no disposable clamp tubing. Cassette lot # 4196398, exp date 2026/09/21. Cassette not available for return, pt disposed the cassette. No further details provided.